Manufacturer narrative:
A non-sterile guidewire was received inside a rapid transit. A resistance was felt during the withdrawal of the returned guide wire inside of the microcatheter. Resistance was felt at the cut area. Attempts to insert the returned guide wire into the returned microcatheter were performed and an obstruction was felt at 6.5 cm approximately from the cut. The microcatheter was slit at the obstruction area and some loose mc ptfe was found at the resistance/obstruction area. The guidewire tip section was found to be wavy and bent from 33 cm to 57 cm proximal to the distal tip, and the ptfe sleeve was noted to be torn and accordion. No fractures in the wire were noted. Both the coiled tip and ptfe sections (undamaged areas) of the wire were found to be within dimensional specifications. The device history review could not be performed, the sterile lot number was not provided. The compatibility of the noncordis coil that was initially inserted through the mc has not bee established. Because there was no report of difficulty with the mc and gw during initial placement at the target site prior to attempt delivery to the coil, it is possible that the coil caused damage to the inner liner of the mc. It appears that the microcatheter was then cut in order to allow exchange of the mc over a guidewire to maintain target site position. The reported event was confirmed for torn and accordion distal ptfe sleeve. The exact cause of this damage could not conclusively be determined, but appears to have occurred after the manufacturing process, possibly due to an intimate contact between a hard, sharp edged object. This is the first of two products use during the same procedure on the same pt, which is associated with mfg report # 1016427-2005-00210.

Event description:
During the embolization of a renal artery, the physician had difficulty passing a coil (boston scientific) through a rapid transit microcatheter. The physician removed the coil and attempted to pass an agility guidewire, which also would not pass through the catheter and eventually became stuck. The physician "needed to cut" the catheter where resistance was, never losing target site position. Another catheter was used to complete the procedure. The information states that there were no kinks or bends noticed during preparation of the catheter and guidewire. The information also states that a continuous flush was maintained throughout the procedure. There was no reported injury to the pt. According to the affiliate, the age and gender of the pt is not available. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer. The ptfe sleeve of the agility was noted to be torn and accordion.